Manufacturer narrative:
Follow-up # 1 date of submission: (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling was observed. During testing, all of the keypad buttons were intermittently unresponsive; the down arrow and ok keypad symbols were found to be worn. There was evidence of contamination found under all of the key contacts.

Event description:
The patient contacted animas on (B)(6) 2012 and stated the up and down arrow keypad buttons were intermittently unresponsive. The patient denied damage to the keypad and noted the symbols were worn off. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.